Event description:
Reporter indicated a pt had high lead impedance readings at a routine office visit. The pt also reported not feeling any magnet stimulation for approx three months. The pt usually did not feel his regular vns stimulation. No trauma or device manipulation was admitted. The vns was disabled. X-rays reviewed by the MFR did not identify any obvious lead anomalies. The pt will be followed clinically for now. The pt is considering vns revision surgery and will inform the reporter if surgery is desired.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized.